Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MFR: 2134265-2015-08699. (B)(4). It was reported that a dissection occurred. The patient presented with complaints of severe bilateral lower extremity claudication, more on the left than the right. The first target lesion was located in the 80% stenosed, 6cm in length left proximal superficial femoral artery (sfa) with a reference diameter of 5mm. The second target lesion was located in the 80-100%, 16cm in length left mid distal superficial femoral artery (sfa), with a reference diameter of 5mm. This jetstream® atherectomy catheter was used to treat the lesions with blades up and blades down. Post-jetstream treatment procedure, the residual stenosis was 80%. Target lesions were then treated with balloon angioplasty. Due to residual dissections and persistent stenosis, a 6x80mm and a 6x100mm non-bsc stent were deployed in left mid sfa. Post-procedure, there was excellent one vessel posterior tibial artery runoff to the left foot.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that two jetstream atherectomy system were used during the index procedure; however, it was further reported that one jetstream atherectomy system was used during the index procedure.